Event description:
It was reported that during the course of a total knee procedure using orthomap precision knee 5.0. Navigation software, the navigation system completely froze during instrumentation activation. The system was rebooted with no further incident and the procedure was completed successfully using navigation. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event.

Manufacturer narrative:
Orthomap precision knee 5.0 software was added as a concomitant device.

Event description:
It was reported that during the course of a total knee procedure using orthomap precision knee 5.0. Navigation software, the navigation system completely froze during instrumentation activation. The system was rebooted with no further incident and the procedure was completed successfully using navigation. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event.

Manufacturer narrative:
The reported event that the system froze during instrument activation could be confirmed. Upon review of the log files, an error ¿internal fatal error. The root-cause of the crash, however, could not be determined from the log files.

Event description:
It was reported that during the course of a total knee procedure using orthomap precision knee 5.0. Navigation software, the navigation system completely froze during instrumentation activation. The system was rebooted with no further incident and the procedure was completed successfully using navigation. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event.